Event description:
The user facility in (B)(6) reported that the handpiece became hot during the procedure resulting with the patient having a tunnel burn on the cornea. The incision site required sutures. On the second day, the suture was revised and a therapeutic contact lens was applied. At this time, the patient still has burns and the surgeon is evaluating for a possible partial peripheral keratoplasty around the site.

Manufacturer narrative:
The device is in transit to the manufacturer. A review of the device history record found no anomalies noted. The investigation is ongoing.

Manufacturer narrative:
Correction: investigation findings: 213. Type of investigation: 3331. Health impact code: 4624.

Manufacturer narrative:
The stellaris handpiece was received and evaluated. No external visual damage was noted. A functional test was performed using a stellaris system. The handpiece tuned, primed, and functioned as intended. Additionally, the handpiece was ran at 100% power for one full minute without irrigation or aspiration hook-up. The handpiece did not get hot during testing. The reported problem is not duplicated, unable to determine the root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.